Manufacturer narrative:
Product analysis: the device was returned detached in 2 sections. The detachment site was oval and stretched. There were multiple kinks along the hypotube at approximately 3cm, 41cm, and 65cm distal from the strain relief on the proximal section of the detached device and approximately 19cm proximal to the exchange joint on the distal section of the detached device. The distal tip was slightly damaged. Balloon folds were slightly open and residue was visible in the balloon indicating that there was an attempt to previously inflate the balloon. (B)(4).

Event description:
The physician deployed a resolute integrity stent in the mid to distal segment of the rca. The vessel was described as non-tortuous, with little calcification. It was planned to post dilate with an nc euphora device however the nc euphora was inserted quickly and the catheter became kinked. The nc euphora device had been inspected before use and everything was ok. The kinked area of the catheter was bent back and the balloon was delivered to the target lesion. An effort was made to inflate the nc euphora balloon however although the inflator pressure showed to increase the balloon was not visually inflating on the image. On investigation it was noted that the catheter broke into two pieces inside the guide catheter. It was reported that the break occurred about 30 cm from the distal end. The physician believes the catheter broke when efforts were being made to inflate the balloon. Another wire was inserted into the rca and another nc balloon was used to complete the post dilation procedure. It was reported that the second nc balloon used was inflated inside the guide catheter, this trapped the nc euphora broken catheter and all was pulled through the guide catheter. Excessive force was not used during device delivery. The patient is alright and no further patient complications were reported. Everything looked good on the fluoro.